Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that following an implantable neurostimulator (ins) replacement procedure, there was a short between 0-1 that was measured to be 55 ohms; all other pairs were within normal range. The rep also reported that the health care provider (hcp) tried to unscrew all of the connections, wipe down and reconnect the device to see if the short would be fix, but the issue was not resolved. It was noted that the cause of the impedance issues was unknown. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.